Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as 'high' with high ketones level of 5.7 mg/dl; cause was not known. Customer delivered a correction bolus via pump to address bg level. The customer was hospitalized due to dehydration and treated with saline and insulin fluids. The customer was released from the hospital on (B)(6), 2021. Customer did not sustain any permanent damage. Tandem technical support performed a pump system check and confirmed pump is functioning as intended. Customer acknowledged and understood.